Event description:
It was reported that a physician trained in the use of the starclose se device achieved hemostasis of the right common femoral artery after a diagnostic procedure. Reportedly, the clip was successfully deployed, but the device was difficult to remove. The access ports were used with the dilators, in accordance with the instructions for use, but the device could not be removed. Hemostasis was achieved with the device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.